Event description:
The site reported that the synergy spine software was exiting when the navlock instruments and legacy 5.5 screw when selected. She reported that the tool card for the screw was blank in the software application. Site was able to proceed in the software to the acquire scan task and take a spin with the system. No impact on pt outcome has been reported.

Manufacturer narrative:
No part has been returned. Medtronic rep evaluated system and could not replicate issue. Medtronic rep stated he added tool cards prior to surgery.